Manufacturer narrative:
(B)(4). This lot was manufactured between june 7, 2014 and june 9, 2014. Evaluation summary: baxter received the unit for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted solid white particles approximately 1.23 mm and 2.12 mm, floating in the fluid of the bladder. The particles were in the fluid path. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause could not be determined. A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a clear, white particle floating in the fluid of its reservoir. This was observed during or after filling with flucloxacillin (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.